Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 9/11/2020. H.6. Investigation: a device history review was conducted for lot number 8288241. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Evaluation of the samples submitted by the facility determined that they had suffered from advance aging. This is most likely brought about by the advanced aging of the device through exposure to a strongly oxidizing environment during transportation or shipment of the unit. H3 other text : see h.10.

Event description:
It was reported that foreign matter was discovered prior to use with 40 bd prn adapter. The following information was provided by the initial reporter, translated from chinese to english: the heparin cap was found corrosion in the package, there were forty heparin caps in a middle package. It contained shedding particles in the package.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that foreign matter was discovered prior to use with 40 bd prn adapter. The following information was provided by the initial reporter, translated from (B)(6) to english: the heparin cap was found corrosion in the package, there were forty heparin caps in a middle package. It contained shedding particles in the package.